Event description:
It was reported that the patient with this pacemaker device exhibited high out of range pacing impedances of greater than 3000 ohms and noisy signals on the right atrial lead. It was noted that patient recently went through device replacement. Noise was reproduced during isometrics. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker device exhibited high out of range pacing impedances of greater than 3000 ohms and noisy signals on the right atrial lead. It was noted that patient recently went through device replacement. Noise was reproduced during isometrics. This pacemaker remains in service. No adverse patient effects were reported.